Manufacturer narrative:
The system was examined and the reported (low aspiration) was not able to be replicated. As a preventative measure (pm), the company representative replaced the fluidics module. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 5, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure, low aspiration occurred in the phacoemulsification phase. Two handpieces, a phaco tip and cassette were exchanged but did not resolve the issue. There was no patient impact reported. Additional information has been requested and received.